Event description:
It was reported that the drain bag tubing was kinked upon opening of package.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned four photo sample noted one opened (with original packaging), used urine meter drainage bag. Visual inspection of the first photo sample noted the lot number of the urine meter drainage bag foley tray kit. The second photo shows the kinking at the bottom of the outlet tubing connected to the top of the urine meter. The third photo shows the product packaging tray kit information. The fourth photo shows the kink at the bottom of the outlet tubing connected to the top of the urine meter. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag tubing was kinked upon opening of package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.